Event description:
Caller reported receiving temperature alarms 10, 11, and 15 on their pump. Their blood glucose level remained within a safe range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump and charging supplies. The customer planned to use multiple daily injections (mdi) as a backup therapy.